Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20043511. It was reported that primary tubing leaked near back check valve while being primed with saline.

Manufacturer narrative:
It was reported that primary tubing leaked near back check valve while being primed with saline. Received from the customer was one used primary set model 2426-0500, lot 20043511. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a small tubing tear (p/n (B)(4), at the engagement between the tubing and the check valve¿s inlet port (p/n (B)(4). No other anomalies were observed with the returned set during initial visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to set while allowing fluid to flow via gravity. The set leaked from the tubing tear that was observed during visual inspection. No other leaks were observed throughout the set. Equipment used (inspection and testing performed on (B)(6) 2020. Ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record for model 2426-0500, lot 20043511, shows that the set was manufactured on (B)(6) 2020, with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report that the tubing leaked near the check valve was confirmed. The root cause of the kink and tear could not be determined. Bd/carefusion nogales manufacturing facilities have previously been notified of the tear failure mode and has previously investigated various steps of the manufacturing assembly and shipping processes where damage could potentially occur. However, a definitive root cause could not be identified. Corrective actions (trackwise CAPA pr (B)(4), was initiated to address tube cutting and incorrectly assemble tubing issues near the check valve due to automated machinery. This issue will continue to be monitored for any rising trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500, batch(lot) no: 20043511. It was reported that primary tubing leaked near back check valve while being primed with saline.